Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue that the device was unable to turn on/off was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the front case keypad was replaced due to an unresponsive keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. A review of the device history record showed the device had a manufacture date of 05 may 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.